Event description:
It was reported that the pt was treated in the emergency dept of (B)(6) medical center for hypoglycemia.

Manufacturer narrative:
The pt's physician believes that the pt's basal rates are too high. The physician has recommended lowering the basal rates. The nurse lowered the pt's basal rates per the physician recommendation, and the pt has continued to use the pump with no issues. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusion can be made at this time.